Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was going to have a lead revision/replacement. When the health care provider hooked up the old implantable neurostimulator to the new lead, there was an impedance issue. The lead tested fine on the multi-lead trialing cable. The physician decided to switch out the old implantable neurostimulator for a new one, and they tested the impedances on the new lead and the impedance issue remained with electrodes 5, 6 and 7 showing impedances greater than 20,000 ohms. The health care provider switched out the new lead multiple times and switched to the other header block with different tails on the new 5-6-5 lead and continued to see the high impedance issue. It changed to electrode 7 being high, and with multiple attempts, the health care provider decided to close the case with electrode 14 being high (greater than 20,000 ohms). There were no patient symptoms or complications reported.